Event description:
A surgeon reported that while trying to perform fluid/gas exchanges, he often had to use a manual technique. All cases have been completed with no impact to the patients. The surgeon was unable to provide the number of procedures that had been affected or any patient identifiers.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).